Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted the customer with troubleshooting the dxc 700 au clinical chemistry analyzer. To resolve the issue, the customer replaced the photometer lamp and r2 reagent syringe per cts's recommendations. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported receiving erroneous high patient result for iphos (inorganic phosphorous) and glucose (glu) on the dxc 700 au clinical chemistry analyzer. The high patient result was reported out of laboratory and later it was amended. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer provided example of iphos false results.